Event description:
Tag #250-08566: 10/12/06 - backup batteries failed during power outage; 11/21/06 - fio2 readings erratic; o2 erratic readings; 12/07/06 - "close n2o cylinder" warning. Tag #250-08567: 11/03/06 - o2 erratic readings; 11/20/06 - o2 not giving same reading as gas analyzer; 12/18/06 - high tidal volumes. Tag #250-08568: 11/9/06 - fio2 readings erratic; o2 readings not correct; 11/21/06 - high tidal volumes; 12/07/06 - "close n2o cylinder" warning; indicated low pipe pressure of <43 psi. Tag #250-08663: 12/26/06 - displays high tidal volumes. Tag #250-08664: 12/28/06 - displays high tidal volumes. Tag #250-08665: 12/28/06 - removed from service as a precaution.